Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager reported that a dialyzer blood leak occurred at the beginning of a patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak that could not be visually observed. The machine, a fresenius 2008k machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. There was no defect or damage seen on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 250 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The sample was subjected to a laboratory leak test, where a leak was detected on the non-cavity ID end of the dialyzer at approximately 40 degrees. The dialyzer was then disassembled for further examination. Upon removal of the flange, a delamination was identified at approximately 320 degrees to 40 degrees, with the dialysate ports situated at 0 degrees on the non-cavity ID end. Further examination of the dialyzer and flange revealed flash (excess material caused during the molding process) on the flange threads. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event.